Manufacturer narrative:
Initial reporter address:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leakage. The housing contained droplets. This issue was discovered after filling during inspection. The device was filled with piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from october 6, 2022 - october 7, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. The exact location of leak inside the housing could not be clearly identified during the visual inspection because the bladder crimp was touching the bottom area of the housing. Therefore, some fluid had to be released from the bladder and green color water was added to the bladder. Immediately after green color water was added to the bladder, a leak was observed coming out at one side of the bladder crimp. The cause of the condition was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.